Manufacturer narrative:
Follow up 03/29/2016: customer reported that they received additional infusion set supplies and bg levels returned to target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 400 (mg/dl) and high ketones. Customer attempted to change supplies and administer a bolus; however, bg levels remained elevated and customer administered an additional insulin injection. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer did not have any more infusion sets to change infusion site. Customer indicated that they would continue to monitor bg levels and contact health care provider to discuss diabetes management.